Manufacturer narrative:
The evoke scs lead and anchor remain implanted. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical manual outlines risks associated with surgery and spinal cord stimulation including, "persistent post-surgical pain at hardware implantation sites" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as result of these risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the anchor implant site. A revision procedure was completed to reposition the anchor.